Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the titanium low-profile implantable port, broviac single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, broviac single-lumen, 6.6f products are identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2026). The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that forty eight days post port implantation procedure, the dislocation was allegedly found between the catheter and the chamber housing. It was further reported that the catheter was removed by using surgical operation. The procedure was completed using another device. The patient reported to be stable.

Event description:
It was reported that forty eight days post port implantation procedure, the dislocation was allegedly found between the catheter and the chamber housing. It was further reported that the catheter was removed by using surgical operation. The procedure was completed using another device. The patient reported to be stable.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, broviac single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, broviac single-lumen, 6.6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one titanium implantable port attached to a catheter in two segments was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is unconfirmed for the reported catheter disconnection issue as fracture was identified during returned sample evaluation. The investigation is inconclusive for the reported migration issue as the exact circumstances at the time of the reported event are unknown and clinical conditions cannot be replicated to confirm these failures. The investigation is confirmed for the identified fracture and material separation issues as a complete circumferential break was noted on the attached catheter within the cath-lock. Under microscopic observation, the edges of the complete circumferential break on the proximal end of the distal catheter segment were noted to be jagged. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2026), g3. H11: h6 (device, method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.